Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and pelvic inflammatory disease ('there is inflammation and fluid in the lower pelvis') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude(close) fallopian tube". The patient's medical history included overweight and uterine fibroid. Concurrent conditions included anemia since (B)(6) 2018, syncope since (B)(6) 2018, cramp in lower abdomen, leukocytosis, hematuria, colitis and dizzy. Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), depression ("psych injury: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anaemia ("anemia") and menstrual disorder ("menstruation issues"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding, anaemia and menstrual disorder had resolved and the pelvic inflammatory disease, depression, vaginal haemorrhage, anxiety, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, fatigue, heavy menstrual bleeding, menstrual disorder, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she received treatment pelvic pain/abdominal pain, menorrhagia (heavy menstrual bleeding), anemia. Current weight as of (B)(6) 2019: 190 lbs. Approximate weight at time of essure placement: 165 lbs. 4 coils visible on right and 14 coils visible on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: impression: there is inflammation and fluid in the lower pelvis. The wall of the distal sigmoid colon and rectum appears akinetic indistinct consistent with inflammation. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded, bilateral occlusion.; on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2018: enlarge fibroid uterus. Ultrasound scan - on (B)(6) 2018: a fibroid which appears to be in her central cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and pelvic inflammatory disease ('there is inflammation and fluid in the lower pelvis') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude(close) fallopian tube". The patient's medical history included overweight and uterine fibroid. Concurrent conditions included anemia since (B)(6) 2018, syncope since (B)(6) 2018, cramp in lower abdomen, leukocytosis, hematuria, colitis and dizzy. Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), depression ("psych injury: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anaemia ("anemia") and menstrual disorder ("menstruation issues"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding, anaemia and menstrual disorder had resolved and the pelvic inflammatory disease, depression, vaginal haemorrhage, anxiety, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, fatigue, heavy menstrual bleeding, menstrual disorder, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she received treatment pelvic pain/abdominal pain, menorrhagia (heavy menstrual bleeding), anemia. Current weight as of (B)(6) 2019: 190 lbs. Approximate weight at time of essure placement: 165 lbs. 4 coils visible on right and 14 coils visible on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: impression: there is inflammation and fluid in the lower pelvis. The wall of the distal sigmoid colon and rectum appears akinetic indistinct consistent with inflammation.. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded, bilateral occlusion.; on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2018: enlarge fibroid uterus.. Ultrasound scan - on (B)(6) 2018: a fibroid which appears to be in her central cavity.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and pelvic inflammatory disease ('there is inflammation and fluid in the lower pelvis') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude(close) fallopian tube". The patient's medical history included overweight. Concurrent conditions included anemia since (B)(6) 2018, syncope since (B)(6) 2018, cramp in lower abdomen, leukocytosis, hematuria, colitis and dizzy. Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), depression ("psych injury: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anaemia ("anemia") and menstrual disorder ("menstruation issues"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anaemia and menstrual disorder had resolved and the pelvic inflammatory disease, depression, vaginal haemorrhage, anxiety, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, fatigue, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she received treatment pelvic pain/abdominal pain, menorrhagia (heavy menstrual bleeding), anemia. Current weight as of (B)(6)2019: 190 lbs. Approximate weight at time of essure placement: 165 lbs. 4 coils visible on right and 14 coils visible on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: impression: there is inflammation and fluid in the lower pelvis. The wall of the distal sigmoid colon and rectum appears akinetic indistinct consistent with inflammation.. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded, bilateral occlusion.; on (B)(6) 2018: enlarge fibroid uterus.; on (B)(6) 2007: total bilateral occlusion. Ultrasound scan - on (B)(6) 2018: a fibroid which appears to be in her central cavity.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received. Event ; fatigue were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia") and psychological trauma ("psych injury"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and anaemia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: she received treatment pelvic pain/abdominal pain, menorrhagia (heavy menstrual bleeding), anemia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: essure device was successfully occluded, bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: reporter and laboratory data were updated and added patient demographics. Essure indication updated. On (B)(6) 2018, she explanted essure. Added event abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, psych injury. Updated event physical pain/ pelvic pain (previously reported as physical pain), incident category and updated outcome. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and pelvic inflammatory disease ('there is inflammation and fluid in the lower pelvis') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude(close) fallopian tube". The patient's medical history included overweight. Concurrent conditions included anemia since (B)(6) 2018, syncope since (B)(6) 2018, lower abdominal pain, leukocytosis, hematuria, colitis and dizzy. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), depression ("psych injury: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anaemia ("anemia") and menstrual disorder ("menstruation issues"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anaemia and menstrual disorder had resolved and the pelvic inflammatory disease, depression, vaginal haemorrhage, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she received treatment pelvic pain/abdominal pain, menorrhagia (heavy menstrual bleeding), anemia. Current weight as of (B)(6) 2019: 190 lbs. Approximate weight at time of essure placement: 165 lbs. 4 coils visible on right and 14 coils visible on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: impression: there is inflammation and fluid in the lower pelvis. The wall of the distal sigmoid colon and rectum appears akinetic indistinct consistent with inflammation.. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded, bilateral occlusion.; on (B)(6) 2018: enlarge fibroid uterus.. Ultrasound scan - on (B)(6) 2018: a fibroid which appears to be in her central cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal), weight gain, menstruation issues, failure to occlude(close) fallopian tube , there is inflammation and fluid in the lower pelvis were added. Event psychological trauma replaced with the events: depression and mental anguish. Lab data was added. Concomitant conditions, historical conditions, treatment drugs and reporter's information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.